Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. The patient reported that her device did not and has not worked well for her. Additional information was received from the healthcare professional (hcp). The hcp stated that the patient reported that the implantable neurostimulator (ins) never helped and that the battery had expired. It was indicated that the ins was placed in 2012.